Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures permanent pacemaker lead dislodgement during a transseptal mitral procedure is a rare complication. The exact cause of this event is unknown; however, some possible causes include: suboptimal anchoring of the pm lead, suboptimal/anomalous trajectory of the lead, suboptimal location of the septal puncture (too close to the pm lead), challenging tracking of the commander delivery system. In the physician training manual an assessment of the following is recommended prior to mitral valve-in-valve implantation with sapien 3: suitability for transseptal (ts) approach: inter-trial septum anatomy; presence of devices precluding ts access. The physician training manual also provides the following instructions for crossing the interatrial septum: determine adequate puncture location using tee. Perform transseptal puncture using standard techniques under tee guidance. Dilate the atrial septum with a 10-14mm septostomy balloon. Advance .035¿ guidewire over a guiding catheter into the left ventricle. In this case, there was no allegation or indication a device malfunction contributed to this procedural complication. Investigation results suggest/indicate that while attempting to cross the septum, the commander delivery system came into contact with a pre-existing right atrial permanent pacemaker lead and the lead became dislodged, requiring revision on pod #1. The date of aicd implant is unknown, therefore the condition of the permanent pacemaker lead, (whether or not it was securely placed, and/or completely endothelialized and anchored within the cardiac tissue) cannot be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No similar complaints regarding this issue have been received by edwards lifesciences. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a transseptal valve in valve (23mm sapien 3 valve in surgical ring) tmvr procedure with procedural asd closure, the right atrial aicd lead dislodged and was replaced on pod1. Initially, the transseptal puncture was noted to be difficult. Prior to valve placement the patient had two episodes of vt requiring defibrillation. The septum was eventually crossed, and the valve was successfully placed. The iatrogenic asd was closed. It was stated that while crossing the septum, there was a dislodgement of her right atrial aicd lead, which required replacement the following day. The patient was discharged in stable condition.